Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), after connecting the ICD to the existing leads, no right ventricular (rv) lead pacing was observed. The lead was removed and reconnected three times and no pacing continued to be noted. High rv pacing impedance was shown when connected. A threshold test was attempted while the rv lead was connected to the ICD but capture was lost immediately. The lead was retested on the analyzer and the threshold was within limits. The device was removed and new ICD was connected and pacing was observed. The first attempted ICD was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.